Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead exhibited variable/high thresholds and impedances, and oversensing with noise. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.